Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switching was observed due to competitive atrial pacing. Programming changes were made. No patient symptoms were reported.